Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reported one suspected false negative performed on the flu+sars kit. No confirmatory testing is performed and the result is suspected to be false because the facility has been received less positive results than normal. No patient information is available, but patients tested are either symptomatic within 5 days onset of symptoms or have confirmed exposure within 5-7 days.